Event description:
It was reported that the device experienced shock function malfunction. There was reportedly no patient involvement. The bench tech evaluated the device and determined the processor pca(printed circuit assembly) requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pc, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device experienced shock function malfunction. There was reportedly no patient involvement. The bench tech evaluated the device and determined the processor pca (printed circuit assembly) requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pc, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.